Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the biomed was troubleshooting the arctic sun device and found a note stating that the baby got too hot. Per email response received on 23feb2022, biomed stated that the date file showed normal device operation. There was no patient injury reported.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue was unable to be determined, as the device was operating appropriately per biomed evaluation. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. It is unknown if the device did meet specifications and whether the device was influenced by the reported failure. The device was in use on a patient. The device was not returned for evaluation. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. Based on the results of the investigation, no additional actions are needed. The reported event is unconfirmed, labeling/packaging review is not required. Correction: g. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the biomed was troubleshooting the arctic sun device and found a note stating that the baby got too hot. Per email response received on 23feb2022, biomed stated that the date file showed normal device operation. There was no patient injury reported.